Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(6) however, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed.the probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on 01-01-2024 for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and signal loss was found within the investigation window for serial numbers 821xt8. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of signal loss over 1 hour is reportable because we can see a loss of connection greater than 3 hours in the cloud data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).